Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a surgery and wanted to know if their insulin pump was working correctly. The customer was experiencing high blood glucose levels post-surgery. The customer's blood glucose level was 205 mg/dl. The customer was assisted with troubleshooting and found no issues with their insulin pump.